Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak when he woke up in the middle of treatment. He found fluid underneath the cycler but could not locate the source of the leak. He discontinued treatment on the cycle and performed manual treatment. The set was discarded. During follow up the patient's pd nurse reported that his effluent has remained clear. He did not have any signs of infection. He was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. A companion sample from a distributed lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.